Manufacturer narrative:
The tip-up fenestrated grasper involved with this event has not been received for failure analysis testing as of the date of this report. An image that was provided by the customer was reviewed by a clinical development engineer. Based on the review, it was noted that the proximal clevis had been dislodged from its normal position on the main tube. In addition, the main tube may be broken. Further confirmation of the reported issue could not be obtained without analysis of the actual product. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, the tip-up fenestrated grasper broke at the end of the shaft where it connects to the metal components while the surgeon was trying to retract lung tissue. It was noted that there were no fragments that fell inside the patient as a result of the breakage. A backup tip-up fenestrated grasper was used to continue the case. There was no reported injury.